Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2014, paramedics were treating patient when patient woke up. Patient was taken to the hospital for further treatment and returned home on the same day. Patient is unsure if event is related to a device malfunction, however patient does not have any other information related to the event. At the time of contact with dexcom technical support, no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). It should be noted that diabetes is a known cause of loss of consciousness.